Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and not appearing on the station. A field service engineer found that main half height drawer 4.1 was not detected on the bus, removed and replaced the broken/damaged retractor band and the drawer controller board, then powered the station back on, and all drawers were successfully detected, had the customer perform inventory from drawer 4.1 to verify that it was operating properly without any failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer was broken and not appearing on the station. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.